Manufacturer narrative:
Batch review performed on 14 may 2024 lot 2003199: (B)(4) items manufactured and released on 30-jul-2020. Expiration date: 2025-07-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot 2005566: (B)(4) items manufactured and released on 09-oct-2020. Expiration date: 2025-09-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Gmk-sphere 02.12.0510fl tibial insert fixed sphere flex size 5/10 mm l (k121416) lot 2005765: (B)(4) items manufactured and released on 11-aug-2020. Expiration date: 2025-07-29. No anomalies found related to the problem. To date, all the items of the same lot have been sold with another similar reported event during the period of review. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 2101550: (B)(4) items manufactured and released on 08-apr-2021. Expiration date: 2026-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
Knee revision surgery at abot 2 years and 8 months post primary due to infection. All devices revised successfully.